Event description:
It was reported that the brakes were difficult to engage/disengage. It was further reported that as a result, a nurse fell and missed work. Attempts are being made to gather more details from the user facility.

Manufacturer narrative:
It was reported originally reported that the side brakes on the stretcher were sluggish, possibly indicating brakes were difficult to engage/disengage. It was further reported that a nurse using the side brake of the stretcher fell and took sick leave. The nurse sustained bruises from the fall. There were no serious injuries reported as a result of the fall. A visual and functional inspection was scheduled to be performed by stryker field service technician. However, when the technician visited the customer¿s facility to perform the evaluation, the customer informed the technician that they have not experienced issues with their stretchers and nothing further is needed from stryker. This issue was resolved for the customer by confirming no further action was required from stryker.

Event description:
It was reported that the brakes were difficult to engage/disengage. It was further reported that as a result, a nurse fell and missed work.